Event description:
This mouth gag was being used during a procedure to repair a chronic sinusitis condition. While the physician was securing the mouth gag, the side bar of the mouth gag broke away from the main apparatus lacerating the pt's left lip, requiring sutures. A plastic surgeon is being consulted concerning the scarring that has occurred.

Manufacturer narrative:
Evaluation of the instrument by the manufacturer's rep found it to be in satisfactory condition. The instrument did not show any signs of misuse and only a little sign of rust on the thumbplate. At the point of breakage there appeared to be a "weld". It could not be determined if this weld was done in mfg or at a later date. It appeared as if this weld just broke as the result of normal wear and tear. The instrument was at least four years old. The number of times used was not known.